Event description:
Boston scientific received information that this patient implanted with this pacemaker was experiencing seizures with syncope and was air-lifted to the hospital. Upon further evaluation, it was determined that the patient's heart rate was in the 20 bpm range with no pacing capture. The local area sales representative (sr) arrived and called boston scientific technical services (ts) for assistance in doing a device memory download to review if the latest stored ventricular event occurred before or after automatic capture (ac) was programmed off. The sr noted that there was no evidence that back up pacing was being provided. The patient was then admitted to the hospital and received a temporary pacemaker. Upon evaluation of the device memory, there were no resets or memory errors. The last recorded auto threshold test was completed successfully. There was no indication that the device was in a pacing retry mode. The device had been reprogrammed to vvi mode which appeared to be due to the patient's atrial fibrillation (af). The last recorded ventricular event occurred on (B)(6) 2012. The markers appear to represent fushion. Engineers determined the episode occurred after the device was programmed to a fixed output. It was later discovered that the last recorded episode occurred when the temporary pacemaker was being used. The sr tested the lead further by trying to reproduce noise and evaluate for any other lead issue, however was unable to after extensive evaluation. Subsequently, the pacemaker and right ventricular (rv) lead were replaced. The pacemaker will be returned for further evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. An evoked response gain test as well as a stored egrams test were also performed on the device during this automated testing, confirming proper operations of these functions as well. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was subject to further testing to address the field allegation. An is-1 lead was inserted into each lead barrel, and all setscrews were fully tightened to the leads. The leads were connected to an external power supply. Output of the device was monitored on the external power supply, as well as electrograms using the appropriate programmer software. The device casing was tapped upon, the leads were manipulated where they enter the lead barrels, and the device was manipulated. The device continued to pace and sense normally at the programmed lower rate limit. No pauses in pacing or sensed events were noted. No telemetry noise or inappropriate noise was noted in the electrograms. It was concluded that this device functioned normally during testing, therefore the reported allegations could not be confirmed in analysis.

Manufacturer narrative:
When the device gets returned, it will be thoroughly analyzed. Upon completion from analysis, this report will be updated.